Event description:
The customer reported that the device will not operate on ac power or charge the battery. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.